Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer received with blank display screen. The blood glucose was unknown at the time of the incident. The troubleshooting steps were guided for blank display. Customer states the display was not blank less than 30 seconds. Customer reports display is blank. The customer discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.